Manufacturer narrative:
The customer service engineer (cse) inspected the system on several occasions. The cse verified correct operation of the hydraulics, verified correct sample dispensing, and the instrument has been decontaminated. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained a reactive (positive) advia centaur xpt sars-cov-2 total (cov2t) result for a patient sample on (B)(6) 2020. The reactive (positive) result was considered discordant with the negative result from an alternate method. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00433 on october 22, 2020. October 23, 2020 correction: the country was incorrectly selected as (B)(6). The correct country for the initial reporter is (B)(6). October 23, 2020 additional information: the customer provided the following information: the result from the alternate method was reported to the physician. The sample type is serum. Siemens healthcare diagnostics continues to investigate.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00433 on october 22, 2020. Siemens filed the MDR 1219913-2020-00433 supplemental report 1 on november 16, 2020. January 04, 2021 additional information: siemens investigated. The draw date information was not provided. Blood samples collected <14 days from initial positive pcr, patient may not have antibodies yet. It is recommended a sample be drawn later in infection and tested. Blood samples collected >14 days from initial positive pcr additional information is needed. In this case, limited information was available. There is not an expectation the siemens cov2t assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. Based on the information provided, no product problem identified. No further evaluation of the device is required.